Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant precision results. Results as follows: date: (B)(6) 2010, 1st inratio: 4.0, 2nd inratio: 2.9, 3rd inratio: 3.5, new strip lot: 3.5. Caller used the same finger stick for all three tests on the first lot of strips and wiped with alcohol in between each collection of blood. A different finger and stick was used for the final test with the new strip lot.